Event description:
Procedure type: coronary bypass. According to the reporter: during procedure, the surgeon noticed the needle was broken, but he could not find the broken tip in the patient's body. Since it was not detected by x-ray, the incision was closed after washing out the cavity well. There was no bleeding reported in excess of 500 cc.

Manufacturer narrative:
(B)(4).